Event description:
Pt called alleging that they had obtained an error2 & error5 on their ultra meter. Pt had symptoms, which consisted of feeling nervous, dizzy, nausea, weak and leg pain. Pt took medication for diabetes, without knowing what their blood sugar was. Pt also mentioned that their meter would not power on. Customer service was able to resolve the power issue. Customer service was unable to resolve the error 2 and error 5 message. Because the pt was unable to obtain a reading on their meter, pt was taken to the emergency room. Pt was treated in the e.r. With medication for diabetes. When the meter gives an error message, a pt cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.